Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous artery below the knee. An unknown manufacturer's guide wire crossed the lesion then a coyote es otw 2mm x 40mm x 144cm balloon catheter crossed the lesion and ruptured at 10 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).